Event description:
Physician used a 2.2 laser to open the superficial femoral artery and created a dissection immediately below the takeoff of the profunda. The polarcath was then inflated and the dissection became flow-limiting. Physician used several stents to tack up the dissection and restore blood flow to the leg.